Event description:
It was reported by a surgeon to a company representative that after a ¿frontal bone contouring¿ surgery was completed the product resorbed and the patient¿s initial defect returned one year later. The original procedure was reported as completed successfully with no delay. It is unknown if any medical intervention is now required.

Manufacturer narrative:
The reported event could not be confirmed, because the information provided was not sufficient. No catalog and lot number was provided, thus a review of the specific manufacturing batch records and related quality documents (manufacturing documents, inspection plan, inspection drawing and release report) cannot be performed. Therefore, it is also not possible to determine the quantity released for distribution within the affected lots. To gain more information about the complained event the sales rep was contacted. It was stated that the product was cooled prior to use for 1 minute and was at or environmental conditions for 30 minutes prior to surgery. The product was delivered directly by the sales representative. No other liquids or components like antibiotics or blood were inserted into the cement, also no hemostatic agents were used in conjunction with directinject. Only one directinject product was applied. The cement did set up in 5 minutes and the size of the applied cement surface area was 10 cm2. No mesh was applied and the thickness of the cement was 6 mm. The cement was allowed to harden partially and then was shaped. The site cannot be considered as load bearing. No harm was reported for the patient. Within a second email the customer further specified his expression ¿resorbed implant¿. Only the central part of the implant appears to have resorbed or softened, in a way that a concave void has been generated. No CT scan was performed since there is no clinical indication at this time. It was additionally stated that the patient does like to wear hats often right over the region. The complaint was also discussed within a call with the stryker r&d department in limerick (ireland). It was stated that for directinject studies do exist that show a volume loss of the implant due to osseointegration on the implant surface. Since the implant is porous, osseointegration is enhanced, leading to a different density on the implant surface after osseointegration, if analyzed within a CT image. The initial assumption was that the osseointegration was misinterpreted as resorption. However, in this case the defect is seen as a concavity, thus, located not in the contact area between cement and bone but in the area between cement and patient¿s skin. It was additionally stated that the applied cement surface area of 10 cm2 is larger than we allow in our IFU. Even this explains not the reported ¿resorption¿, this certainly leads to implant instability. Additionally, if there is interference between this large implant and the patient¿s hat, this might further influence the implant stability. Finally, it was stated that in all the studies performed for directinject, ¿resorption¿ was never seen as an adverse event. Summarizing all obtained information, the root cause for this complaint cannot be determined. Based on the investigation including a statistical analysis as well as based on the feedback of the sales rep and the assessment of the stryker r&d department there is no indication for a not correctly working product or any systematic design, material or manufacturing related issue. Therefore, no corrective and/or preventive actions are deemed necessary at that time. However, post market surveillance will continue to monitor complaints of this type. The complaint is added to the complaint trend.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device still implanted in patient.

Event description:
It was reported by a surgeon to a company representative that after a ¿frontal bone contouring¿ surgery was completed the product resorbed and the patient¿s initial defect returned one year later. The original procedure was reported as completed successfully with no delay. It is unknown if any medical intervention is now required.